Event description:
Product: libre 3 plus (not included in 11/2025 recall). I have trouble with almost every sensor reading greater than 30 points low, usually 40 -70 points low. I have had to have numerous sensors replaced. It doesn't seem they work properly. Low readings are not caused by compression or medication or foods which they warn you about. Many people on diabetic forums are experiencing the same problem. This morning cgm read 54, fingerstick 109. Results continue to test low 40 - 60 points low throughout the day and the past several days. I will contact abbott again to get a replacement, but I have to do this with almost every sensor.